Event description:
The mother reported that the customer had been experiencing high blood glucose levels. The reported blood glucose reading at the time of the call was 421 mg/dl. The mother stated that the cannulas have been coming out bent, but the insulin pump has not given any no delivery alarms. The customer was not present at the time of the call, therefore troubleshooting could not be conducted. Advised the mother to call back at her convenience for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.